Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient had blood glucose (bg) levels in the 400 mg/dls, with unspecified ketones, dysgeusia, polyuria, polydypsia, and confusion. Patient received no unusual treatment. During troubleshooting, customer support found that the bolus totals do not match (>5% different). Patient has discontinued the pump. This complaint is being reported as the patient experienced hyperglycemia and the bolus discrepancy was not resolved.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.